Event description:
It was reported that during a shoulder procedure, using a firstpass needle & suture capture, the or staff was unable to load the capture onto the firstpass handle. A new suture was opened, however, this yielded the same results. After a 65 minute surgical delay, the surgeon opted to complete procedure using a different device. There was no patient complications reported as a result of this event.